Event description:
Impactor handle that was not made to be taken apart for cleaning was found to have blood beneath the plastic handle and metal shaft. Bolt that was secured with lock tight adhesive came loose. Dates of use: (B)(6) 2017. Diagnosis or reason for use: total hip replacement. Event abated after use stopped or dose reduced: doesn't apply.